Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib charging error" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device logs were reviewed from september 7, 2025, through the awareness date of october 17,2025, to assess a reported defibrillator charging error. No defib charging errors were identified during this period. One log from october 17,2025, inluded six charging attempts; however, all were manually disarmed by the user. In three instances, the device was disarmed before full charge completion. These manual disarms occurred within 20 seconds of charging, which is within device specifications. The device passed bench handling and defib cycling tests with no issues or malfunction reproduced. The device was recertified and returned to the customer. No trend is associated with reports of this type.